Event description:
It was reported, the pt was experiencing a tingling sensation across her back and down her legs when the stimulation was turned off, however, the issue had been felt when the stimulation was turned on. The sjm representative met with the pt for reprogramming. Follow up found the reprogramming had helped to decrease the irritation. It was reported the physician believed a nerve root may have been irritated and the pt will be monitored.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.